Manufacturer narrative:
All buttons functioned properly and there was no damage on the keypad assembly. No button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose. The reported that the insulin pump beeped when they hold it for three minutes. The customer's grandmother reported that they received a button error alarm. The customer's blood glucose was 539 mg/dl at the time of incident. The customer's grandmother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.